Event description:
It was reported by the patient that after having the inflatable penile prosthesis (ipp) device implanted, the patient experienced activation issues with his device. The physician told the patient he believes the pump is faulty. A revision surgery was later performed due to the activation issues. No further information was received.

Manufacturer narrative:
Additional information provided in: a2 (date of birth), b1 (adverse event/product problem), b2 (outcomes attributed to adverse event), b5 (describe event or problem), d6a (implant date), e1 (initial reporter first name), e1 (initial reporter last name), h1 (type of reportable incident), and h6 (impact codes).

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported the patient that after having the inflatable penile prosthesis (ipp) device implanted, the patient experienced activation issues with his device. The physician told the patient he believes the pump is faulty. No intervention has been performed or planned yet. No further information is available per the patient.